Manufacturer narrative:
With regard to this complaint logfiles were provided for review and the foot pedal was inspected on location. Review of the logfiles revealed several occurrences of a warning indicating that the foot pedal was not found and that the cable between the foot pedal and the system should be connected. Inspection of the foot pedal on location revealed that the battery charged properly and the foot pedal functioned correctly with the cable connected after restarting of the unit. Unfortunately, the foot pedal subject to this event could not be returned to our testing facility in the netherlands for in depth investigation regarding wireless use of the foot switch involved. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the available it was determined that the reported event most likely is attributable to an issue with the wireless connection. However, since the product is not available for investigation, this could not be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis. Since 2018 more than 750.000 surgeries have been performed with the eva surgical systems installed. Please note that a reported issue with the wireless communication of the foot switch will not always lead to a prolonged surgery.

Event description:
It was reported that during procedure, the analogue function ( vertical pedal movement) did not always respond. The procedure was completed with another footpedal. Due to the reported event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It was reported that during procedure, the analogue function ( vertical pedal movement) did not always respond. The procedure was completed with another footpedal. Due to the reported event surgery was prolonged >30 minutes. No actual patient harm occurred.

Event description:
It was reported that during procedure, the analogue function ( vertical pedal movement) did not always respond. The procedure was completed with another footpedal. Due to the reported event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The investigation will be completed after the device has been returned.

Event description:
It was reported that during procedure, the analogue function ( vertical pedal movement) did not always respond. The procedure was completed with another footpedal. Due to the reported event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event, logfiles were received for review. Review of the log files showed that several warning messages were issued indicating that no foot pedal was identified by the system and that the cable between the pedal and the system should be connected. At this stage the foot pedal subject to the reported event has not yet been returned for investigation. The investigation will be completed after the device has been returned.